Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Supplier manufacturer evaluated manufacturing history records and photographs of the device. Examination of manufacturing history found no evidence of product non-conformance. Evaluation observed that there is damage to the pentagon drive and first thread tip of the screw which is suggestive of improper screwdriver use or excessive force placed on device.

Event description:
It was reported patient underwent a procedure on (B)(6) 2014. During the procedure, the thread inside the tcp screw was damaged and would not lock. The screw was removed and a new screw was utilized to complete the procedure.

Event description:
It was reported patient underwent a procedure on (B)(6) 2014. During the procedure, the thread inside the tcp screw was damaged and would not lock. A new screw was utilized to complete the procedure.